Event description:
It was reported that the user contacted support for hyperglycemia concerns while the ilet was in bg run mode expiration with automated dosing stopped and no bg entries, and the user later received a replace sensor notification after pressing stop sensor; support guided replacement and pairing of a new cgm sensor and provided education to avoid stopping the sensor, consistent with an improper use procedure and no device component implicated. Symptoms included insufficient information regarding clinical effects. Outcomes included insufficient information regarding health impact. Investigation included communication with the user and a review and analysis of information provided by the user and a third party. Investigation of this case revealed no device problem, with a usage problem identified related to failure to follow instructions and no applicable device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.